Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). The physician examined the patient and noted that the device presented a fluid loss. A computer tomography was performed, during which a device rupture leading to the fluid loss was confirmed. No additional information was provided.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). The physician examined the patient and noted that the device presented a fluid loss. A computer tomography was performed, during which a device rupture leading to the fluid loss was confirmed. A surgical procedure was performed to removed and replaced all the components. No additional information was reported.

Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). The physician examined the patient and noted that the device presented a fluid loss. A computer tomography was performed, during which a device rupture leading to the fluid loss was confirmed. No additional information was provided.